Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was introduced for use in an endoscopic retrograde cholangiopancreatography (ercp) for treatment of cholangitis on (B)(6) 2022. At the start of the procedure, the fellow physician began to pass the exalt model d scope into the patient's esophagus but encountered difficulty advancing. Blood appeared on the screen and the scope was withdrawn. The attending physician reintroduced the exalt scope and noted a long, deep tear in the middle esophagus. He removed the exalt scope and examined the area with a therapeutic esophagogastroduodenoscopy (egd) scope. He confirmed via flouroscopy that the esophagus was not perforated and placed a fully covered metal stent. X-rays were taken with no abnormal findings. The patient was admitted overnight and discharged the next day in stable condition. An ercp is planned for next month. The physician did not attribute the difficulty advancing the scope or the patient's injury to any deficiency of the exalt scope.